Manufacturer narrative:
Pump passed sleep current measurement, active current measurement, self test and displacement test. No unexpected low battery alarm, replace battery alert, replace battery now alarm or battery power loss alarm noted during testing. Pump was received with power error detected alarm due to j6 connector resistance issue.

Event description:
Customer reported via phone call that the insulin pump had replace battery now alarm as well as power error detected alarm. Customer's blood glucose value was 150 mg/dl at the time of the incident. The customer stated that this was the second occurrence of replace battery now alarm. The customer stated that they did not receive a low battery alert prior to the replace battery alert or replace battery now alarm. Customer states the battery cap is not loose, cracked or damaged. Advise customer they may continue to wear pump until replacement arrives, if they insert a new battery. Customer reports insulting pump had not been exposed to temperatures below 41°f. Customer was able to successfully clear the alarm. Customer was able to complete insulin pump rewind. Customer stated they did not complete troubleshoot for power error detected alarm because they had a battery in insulin pump now that it working. The device will return for analysis.